Event description:
A user facility reports they received a 'laser over temp' message during the start of a customer procedure. The flap was cut on the right eye, but they were unable to track the pt, so the surgery could not proceed. The pt received a conventional treatment the next day. The pt's uncorrected visual acuity was 20/30 at the one week post-op exam. Additional info has been requested.